Event description:
It was reported that the something went wrong with the patient¿s implantable neurostimulator (ins) that started 5 months prior to the report. It was noted that the ins hadn¿t charged and it would not turn on. It was reported that the patient had met with a company representative that thought the device had moved ¿too far down¿. It was noted that the patient was able to get the ins ¿started¿.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).